Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event ¿no image and e315 incompatible scope¿ was determined to be caused by component failure. However, the micro connector unit in the scope connector, the circuit board unit in the scope connector and the scope connector itself were found to be corroded due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope e315 (an incompatible scope) exhibited no image. The micro connector unit in the scope connector, the circuit board unit in the scope connector had corrosion, and the scope connector itself was corroded. There was no patient involvement.